Manufacturer narrative:
Please see the attached report (B)(4) from the manufacturer.

Event description:
(B)(6) is reporting while injecting herself with product 22-6203 as she usually does on a regular basis, she experienced the syringe needle breaking off from the syringe and getting stuck in her skin. She has expressed receiving medical attention that led to verifying the needle lodged in her skin. This medical attention also led to (B)(6) being advised to see a specialist to find out if surgery is needed.